Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen had become very dim and hard to see. Customer¿s blood glucose was 221 mg/dl at the time of incident. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No missing segments, partial display or dim screen noted.